Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d5, d9, g3, g6, h1, h2, h3, h6, h10. The head adapter was returned for investigation. The metasul head adapter was received disassembled from the head. On the inner surface of the head adapter, surface changes can be found that point to possible fretting corrosion. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign- italy. Concomitant medical products: associated devices: item number: 01.00181.460, item name: metasul ldh head ø 46 code l, lot number: 2431433 item number: 01.00214.052, item name: durom acetabular component 52/46l, lot number: 2424627. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00029, 0009613350-2023-00033. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery to remove acetabulum cup, head and head adapter due to high levels of chromium and cobalt in blood and pain. Attempts have been made and no further information has been provided.